Manufacturer narrative:
Date of event is an approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that there was an infection and the infection was in the implantable neurostimulator (ins) area. Symptoms reported included redness. Caller reports patient's first ins was put in in 2013. The second ins was put in, in 2014 and got infected. Caller said patient was in a nursing home and thinks he was released on (B)(6) 2015. Caller said he was home for about a week and over the weekend caller noticed that one side was all red in a circle and that it was in the area of the ins. Caller says this was in (B)(6) 2015 and went into 2016. She then states that the device was replaced in (B)(6) of 2016. Caller then states the patient had to be on infused antibiotics for 6 weeks and was sent to the nursing home again on (B)(6) 2016. This information is conflicting with the manufacturer's device registration records showing the device was replace on (B)(6) 2017. It was reported to be a sudden change in therapy/symptoms. No further complications were reported or anticipated with this event.